Event description:
It was reported that the programmer displayed an error message when interrogating the implantable loop recorder (ilr). Technical services provided assistance by directing the caller to run the software update on the programmer. The status of the programmer is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.